Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer blood glucose level was 45 mg/dl at the time of incident and the current blood glucose of the patient is 51 mg/dl. Customer also states that the pump was not suspending. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with juice. The device will not be returned device for analysis.